Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed as the 2 returned imf screws were received broken. Both screws are broken mid-thread. The broken tips of both screws were also returned in addition to the screw heads. A device history record (DHR) review was unable to be performed since the lot numbers for the devices were unknown. The relevant drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device is addressed in the technique guide for the imf screw set. It is recommended that the surgeon pre-drill the hole for the imf screws when inserting into dense cortical bone. The root cause was unable to definitively be determined. However, the complaint condition was most likely caused by not pre drilling in dense cortical bone. It is not likely that the design of the device contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) 2.0mm intermaxillary fixation (imf), self-drilling, 8mm screws broke upon insertion into the bone during an unspecified surgery on (B)(6) 2016. One screw was thought to have hit a tooth root and the other screw was thought to have been implanted into the torus (thicker/more dense bone than normally encountered). Fragments generated from both screws were difficult to extract. Additional drilling was necessary to remove the fragments. The surgeon was able to successfully remove all the fragments. Two new screws were used and the surgery was successfully completed. There was a 25 minute surgical delay due to the reported event. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not an instrument as incorrectly reported on the initial medwatch report. The subject device (screw) broke during insertion and is not considered to have been implanted or explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.